Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The landing zone measurements on pre-operative transesophageal echocardiogram (tee) were ((0, 45, 90, 135) 18mm, 19.5mm, 17.3mm, 18.9mm and procedural tee were 18.8mm, 21mm, 22.9mm, 22.0mm. During procedure, the left atrial pressure was below 12mmhg and 500ml fluid given pre-procedure,1 additional liter during procedure. Due to difficulty of implant, the close criteria was not satisfied. The orientation of device was not met, discussed with physician prior to release and physician opted to accept due to difficulty of implant. The amulet was implanted and tension test performed twice, the device compression was in a shape of tire with pin offset. After the procedure, there was no leak detected around the lobe of the device. The patient had follow up transesophageal echocardiogram (tee) 6 weeks post implant. It was noted that the device was shifted per implanting physician and gap present in high angle, the implanter believed the cause of migration was distal pectinate pushing device. The patient planned to resume blood thinner and reassess in 3-6 months. The patient was reported stable.

Manufacturer narrative:
An event of device migration, and gap present in high angle post was reported during a follow up tee 6 weeks post implant. Information from the field indicated indicated that the sizing of the device was determined by based off pre tee, procedural tee. Field indicated that due to difficulty of implant, the close criteria was not satisfied. The orientation of device was not met. Information from the field mentioned there was difficulty implanting due to heavily pectinated distally. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that patient's challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Based on cine review performed at abbott "the images provided confirm the device migrated proximal on the mitral side causing a shoulder that has pushed the disc off of tissue, most likely caused by the description of the implant not meeting close criteria. The device appears stable in it¿s present position."

Event description:
N/a